Event description:
This event was reported as severe mitral regurgitation. Pt returned to bypass due to a perivalvular leak (around the valve) noted on tee post-op, leak repaired. Pt weaned from bypass, but 10 minutes after closing the chest, the pt had electromechanical dissociation and no systemic arterial or pulmonary arterial pressure. Bypass resumed and bleeding at the chest wall causing tamponade was repaired. No further info was provided.